Event description:
A memory lens iol implanted in the left eye of the female patient has been explanted due to opacification. Visual acuity reported as 0.9 os at 04/2006 pre-op visit. Prognosis reported as excellent at last visit.